Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that on the original implant the doctor didn't stitch the stimulator down and it had been moving around the patient¿s back. The consumer described it as like an animal under their skin. A revision was done on (B)(6) 2019 which resolved the issue. The consumer mentioned that the patient was still swollen from the procedure. The indication for use was non-malignant pain.